Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor glucose and blood glucose readings are off. The blood glucose reading is 54 mg/dl. Customer states that they are experiencing low blood glucose. Customer also states that there was a dark circle on her insulin pump. Nothing further reported.